Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-06352.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to wear and osteolysis. An invoice history could not be located to confirm the surgery dates and which components were removed and replaced.